Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that there were low impedances on a contact that was not used for stimulation. The diagnostic methods included a device interrogation on (B)(6) 2017 that resulted in the identification of the low impedances on contacts 8 and 11. The etiology was noted as not related to the device/therapy and possibly related to the implant procedure; the implantable neurostimulator (ins) was noted. There were no actions/interventions taken to resolve the issue; the event was considered unresolved with no further actions planned. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). The etiology was updated to not related to the implant procedure and related to the device or therapy. The patient was not symptomatic. It was stated that it was impossible to determine the cause of the low impedance.